Event description:
Started with rash on hands 2 yrs ago while working as critical care rn. Rash progressed to face and chest over time. Changed soap, then changed gloves to powderless latex gloves. This didn't help. Rptr then switched to latex-free gloves, however by then she had experienced facial swelling and respiratory difficulties without actual contact with latex products in her unit. Now if anyone walks by or dons gloves around her, she gets wheezy and sob. She is not able to work in ccu environment any more.